Event description:
It was reported that during implant procedure of left ventricular (lv) lead a macrodislocation of the lead during slitting and peeling. Reported as allegedly due to excessive push on lv. Diagnostic testing/troubleshooting performed via invasive imaging fluoroscopy. No action taken and issued indicated as resolved the lv remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the post approval network product surveillance registry clinical study.